Event description:
The 512s was used during a laparoscopic nissen fundoplication. The 512s was being used to access the abdominal cavity. When the surgeon attempted to depress the red arming button, the button would pop back up. An obturator from another 512s was used to continue the procedure. Rep reports staff could not remember which obturator would not arm, so he is sending in all five devices. There was no pt consequence.

Manufacturer narrative:
Results of evaluation: conclusion: a,c,e) based upon the info received and the visual examination, it could not be determined why the instruments reportedly "would not arm". The instruments were re-armed and cycled repeatedly without incident. B,d) teh instruments armed intermittently. B) the endcap was excessively welded to the handle which may have caused the reported incident. D) the endcap was disassembled and no anomalies or deformations were observed.